Event description:
Information was received indicating that when removing a cassette from a smiths medical cadd solis vip pump, the pump alarms and the alarm cannot be cleared. There was no reported adverse event.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Functional testing was performed. The operator was unable to duplicate the customer's stated problem. During inspection and testing, the device did not find the pump alarms and won't clear alarm when cassette was removed. However, multiple alarm " cassette not attached properly" messages were found in an event history log. Therefore, it was recommend to replace the downstream occlusion sensor as preventive measure.